Event description:
Event description guidant received information that the atrial lead safety switch had been triggered, and at follow-up the impedance in bipolar mode is 540 ohms. Impedance was not checked in unipolar mode. Daily measurements showed all impedances between 500 and 600 ohms. No noise was visible on the lead and sensing was set to 2.2 mv. Also, after every atrial pace a ventricular sense occurs at 200 ms, and this is then followed immediately by an atrial sense in the refractory period. The guidant sales rep thought this could be due to loss of capture in the atrium. No adverse patient effects were reported.